Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with a delivery catheter system (dcs), angiography showed a dissection in the puncture site. The dissection delayed blood flow in the lower extremities and the implant procedure was completed after plain old balloon angioplasty (poba). Four days following the procedure, ankle-brachiai index (abi) in the right lower extremity decreased to 0.5. Computed tomography (CT) showed stenos is in the right femoral artery and endovascular treatment (dvt) was then performed. It was reported that the vessel was damaged could have been caused by the suture-mediated closure system (perclose proglide) used during the implant procedure. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).